Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system closed tube aliquotter (cta) module was leaking from the cta sample probe wash cup. The customer stated that the system continued to work. Customer reported that the leak was not affecting any patient result. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) found signs of build-up of wash buffer crust in the wash station and unknown material in the waste line. The fse replaced the wash tower (a component of the wash station) per established procedures. Bec identifier for this complaint is (B)(4).